Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on electronic assembly. Unable to verify critical pump error (open book image) due to blank display. The insulin pump was received with moisture damaged on motor assembly, cracked battery tube threads, cracked case along the side of the battery tube, missing reservoir tube retainer and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for critical pump error was performed. Customer advised the display screen showed the critical pump error message and the insulin pump vibrated. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.